Event description:
It was reported to st. Jude medical that while interrogating the device, a warning message appeared stating the device was at end of service, indicating premature battery depletion. Real time electrograms showed noise which was apparent on all the electrograms stored within the last month. The device was explanted in 2000.